Manufacturer narrative:
The customer complaint was investigated, and investigation revealed that customer was given low glucose alerts. The system functioned as intended.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where patient experienced hypoglycemia was seen by emergency personal and spent for a few hours without any medication or treatment.